Event description:
It was reported that a bd¿ syringe ll 200 s/c leaked at the syringe tip when attempting to fill the cartridge. The following information was provided by the initial reporter: ¿ this report represents all available product information. No additional information is available. 1. Description of issue: contact reports insulin leaked from the syringe tip, where it connects to the needle, when attempting to fill the cartridge, 3. Number of occurrences: 1, 4. Item number , 3 ml syringe 309657, 5. Product lot number: 8246727, 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? No, 8. Medical intervention needed? No.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe ll 200 s/c leaked at the syringe tip when attempting to fill the cartridge. The following information was provided by the initial reporter: ¿this report represents all available product information. No additional information is available. Description of issue: contact reports insulin leaked from the syringe tip, where it connects to the needle, when attempting to fill the cartridge. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8246727. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? No. Medical intervention needed? No.